Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with symptoms of pre-syncope. Upon interrogation, noise was noted on merlin.net transmission. It was determined that there was a fracture on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2018. The patient was in stable condition before, during and after the procedure.